Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: unable to duplicate customers complaint. Thru testing and troubleshooting customers complaint did not happen. Replaced alarm board as a pre-caution. Also performed 7yr preventative maintenance on this unit. Passed all required testing - no problems.

Event description:
The customer reported a strange occurrence. When performing the patient circuit calibration the unit would not pressurize to specs without the min paw thumbwheel being above 0.0. When the min paw thumbwheel was set to 0.00, the unit only pressurized half way, but when the min paw thumbwheel was set to 10, the vent pressurized to specs (39-43). Max paw thumbwheel was set to 49. Carefusion technical support representative explained as long as the max paw thumbwheel was set higher than the desired map, it should not matter if the min paw thumbwheel was set to zero. The vent should pressurize. Support rep asked customer to verify the complaint as this scenario is very unusual and reminded customer about circuit leaks and how a leaky cap diaphragm can cause pt cir cal failures. The customer called again, same day, and reported he could only achieve map if the hole on the water trap bellows. Support advised the hole should be there and had customer to remove tape on watertrap and map was 38, had customer check ball on flowmeter at eye level and was not at 20; once increased to 20 everything came in. Customer could not verify complaint with thumbwheel set at 00, unit pressurized to specs as should. The customer additionally reported the next day, (B)(6) 2013, still seems to be having issues with the unit not being consistent with the map and the 50 cm alarm is lit as well. An external pressure meter read 12cm on the map display and it was reading 40cm on the customer meter. Customer went through the alarm function check out, the voltage on step 14 and on u5 pin 10 it is only reading .003 volts instead of 2.5 volts. This is the 50cm alarm voltage. Support rep suggested replacing the alarm board and issued a replacement along with field service visit. Patient involvement at anytime during this event is unknown.

Manufacturer narrative:
Failure analysis (fa) lab received a 3100a alarm board. The fa lab performed an investigation and was unable to duplicate the reported issue. No failure was found.